Event description:
It was reported that a revision surgery to remove the liner was performed due to an infection. An oxinium head was also removed and was reported under 1020279-2018-02676.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and insufficient clinically relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. However, it was reported that the revision was due to the infection. The patient impact beyond the likelihood of antibiotic therapy, likely discomfort, and the revision procedure with a post-op rehabilitative phase cannot be concluded. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of manufacturing records did not reveal any abnormalities that could have contributed to the reported issue. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.